Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:30 am, the patient reported the alleged issue began. The patient reported she uses no diabetes medications to manage her diabetes. The patient reported between 8:30-8:45 am she had more coffee than usual. The patient reported 45 minutes later, she 'passed out.' The patient reported on (B)(6) 2012 at approximately 8:30am, she was transported to the emergency room (ER). The patient reported a reading of '61mg/dl' was obtained on the ER meter and she was given IV glucose on (B)(6) 2012 at 9:30am. At the time of troubleshooting, the cca noted the patient's test strips were expired, and her testing process was incorrect. The patent was turning on the meter with the ok button and then inserted the test strip which was reverting to the main menu. The patient did not have testing supplies available, therefore the alleged issue was no resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test due to the alleged issue, developed symptoms suggestive of severe hypoglycemia, and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.